Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in USA before use. It was reported that there was a pressure reading issue. No harm to any person has been reported. As a pressure reading issue, can lead to a pump stop, if the intervention is set by the user, a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that there was a pressure reading issue. The failure occurred before use. No harm to any person has been reported. New information was received that there was no damage on the hls cable. It was confirmed that there was no fault with the hls set. As a pressure reading issue, can lead to a pump stop, if the intervention is set by the user, a report is required. A getinge field service technician (fst) was sent for investigatio. No part was replaced as the fst was unable to duplicate the problem and no significant error codes in the error logs were verified. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and error message or pump stop occurred in regard of the reported event. As the failure could not be reproduced and the hls set was ruled out as a probable cause, the exact root cause remains unknown. However, according to the risk file of the cardiohelp device the following root causes can lead to the reported failure: wrong pressure information e.g. Due to: - wrong plugged external pressure sensor or disconnection (mix up) - disturbed (emi) pressure sensor - response time too long - too high/low atmospheric pressure. Referring to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Additionally, according to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. The review of the non-conformities has been performed on 2025-10-09 for the period of 2021-04-28 to 2025-05-22. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2021-04-28. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "pressure reading issue" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).